Manufacturer narrative:
Investigation: the customer provided pictures in lieu of the disposable set to further aid in the investigation. The photographs confirmed hemolysis in the channel connector, the interface appeared to be turbulent possibly due to clotting in the connector. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause for the hemolysis could not be determined. Possible causes include, but are not limited to: - the patient's underlying disease state. Use of rbcx replacement solution containing hemolyzed rbcs.

Event description:
The customer called terumo bct customer support with cells detected in plasma line in centrifuge during a red blood cell exchange (rbcx) on a sickle cell patient. The customer suspected hemolysis and wanted assistance troubleshooting the alarms. The customer had tried lowering the ac ratio thinking that may help clear the alarm. The customer was performing a single needle rbcx using the patient's port. The inlet flow rate was 30+ml/min and was lowered to 28ml/min. When the customer contacted terumo bct clinical support, the system was paused and had to restart because the system had been paused for 10 minutes alert was received. Terumo bct clinical support advised the customer to touch retry on the "cells detected in plasma line in centrifuge alarm and restart the centrifuge. The customer confirmed the interface was established but described the interface as changing throughout the run. The customer took pictures and shared them with terumo bct clinical support, plasma was at the top, rbc in the middle, and then what appeared to be pink tinged plasma at the bottom. Then the interface changed to where there was yellow plasma on top, pink tinged plasma in the middle, and packed rbc's at the bottom. The last picture showed clear yellow plasma on top and packed rbc's on bottom. The last picture was taken after the customer switched collecting from the patient's port to a peripheral stick. The alarms resolved once the customer switched the access. The customer observed hemolysis at the end of the run on the 4th rbc unit and the colour in the plasma line was orange. The physician did not confirm that the hemolysis was due to disease state. No hemolysis testing was performed. It is not known if the rbcs separate when the product/tubing is spun or rested as this was not tested. The customer confirmed the attached solutions (0.9% saline and acd-a) were connected corrected. Clots were observed in the channel upon unloading of the tubing set. No custom prime was performed. No medical intervention was required. The patient was being treated for sickle cell disease and was in a stable condition. The disposable set is not available for return because it was discarded by the customer